Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat all 3 below the knee arteries using a .014 hi-torque winn guide wire. After successful treatment of the popliteal and anterior tibial arteries, an attempt was made to treat a 15 cm long total occlusion in the posterior tibial artery. Resistance was met during advancement and the tip became separated. The guide wire had not been pushed aggressively. The 2-3 mm piece of tip was left inside the patient within the occluded segment of the artery. There was no additional treatment. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The resistance advancing could not be replicated in a testing environment as it was based on operational circumstances. The core separation was not confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.